Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported the bloodlines leaked. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Three (3) and two (2) pictures of the incident were provided for evaluation. Photos were visually evaluated, and a leakage was observed at the pump segment of the arterial line. All samples were leak tested and one out of the three samples failed the leak test. A leakage was observed on the arterial line at the proximal side of the pump segment. A deeper investigation was performed into the hand assembly process. In-depth review of all the batch records of the surrounding lots shows no other complaints were reported. A cross-functional team review the samples and recreated different scenarios in the assembly of the joint where the defect was located. A pull test was performed but the defect could not be replicated. No defects related to the ones reported were found during the process of retain testing or of the surrounding lots. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.